Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. During the procedure, the suture was broken during continuous suturing on the perineum. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA; 02/25/2020. Additional information: d10, h6. Additional h3 investigation summary: one suture in several piece of product code jpv8980h was received for analysis. During visual inspection of the sample, the suture have begun with degradation process and this caused breakage suture. The product code jpv8980h contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and the functional test cannot be performed. The manufacturing records could not be reviewed as the batch number is unknown. According to sample it could not be determined what may have caused the reported incident.